Event description:
It was reported that the monitor exhibited the wireless signal was not being displayed on the monitor. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.